Event description:
It was reported that this brady lead exhibited a lead insulation indentation which was five centimeters from the distal portion of this lead and was suspected to be due to the lead packaging. This lead was packaged where the insulation part of the lead rested on the edge of the molding that was meant to hold the lead in place. The packaging anomaly was observed on two different models from the inventory of the local representative. As of this time, this brady lead remains in service. No adverse patient effects were reported.